Event description:
The customer reported that the images went black intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.